Manufacturer narrative:
(B)(4).  Physio-control advised the customer, a biomedical engineer, that their device is no longer supported by physio-control; therefore, parts and service are not available.   It was later confirmed by the customer that the device will not be repaired and that it has been permanently removed from service.  The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and an event code in the memory which indicates that the AED function of the device may be inoperable and, as a result, the unit may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if necessary. There was no patient use associated with the reported event.